Event description:
Patient presented in the clinic with out of range lead impedance. The out of range measurements were on the rv-svc and svc-can vectors. Patient is an avid weightlifter. The physician opted to program to rv-can. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.